Event description:
It was reported that the insulin pump stopped vibrating notifications. Customer's blood glucose reading was 136 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: unit failed vibrate check on self test due to broken black vibrator motor wire. Unit had cracked battery tube threads and cracked reservoir tube lip.